Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 46 mg/dl. Reportedly, the suspected cause of low bg was due to a continuous glucose monitor (cgm) alert. Bg was addressed with candy bars.